Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) old female patient had a skin irritation. The patient's skin had blisters and was itchy and open in some areas under the patient's breasts. The patient's doctor prescribed a cream to treat the irritation. Follow-up indicated that the patient was not using the cream and was not concerned about the rash. The medical outcome of the skin irritation is unknown.